Event description:
It was reported that r-wave sensing values on the right ventricular (rv) lead had decreased significantly since implant and were being undersensed. The pace/sense portion of the lead was capped. Two attempted replacement leads yielded sensing measurements below the acceptable range per the physician. A left ventricular (lv) lead was placed in a lv lateral vein with numbers acceptable to the physician. The lv lead was then connected as the rv pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).